Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Image review: three media files and four static images were provided for review. Fluoroscopy valve load inspection was performed and no misload was seen. A pre ballon angioplasty valvuloplasty (bav) was performed. Valve was deployed to 80% and depth was assessed in the cusp overlap view, approximately 2mm at the non-coronary cusp (ncc), and assessed in a lao projection, approximately 0mm at the left coronary cusp (lcc). No infold was seen on the first deployed attempt; however, depth was too shallow which warranted a recapture. An infold is then visible during the second deployment attempt. The infold is seen at 80%, which is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Proper action was taken by the physician and the field team and correctly adhered to medtronic best practices. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received via ups inside a heart valve return kit filled in cloudy solution. The valve was discolored showing evidence of blood contact. All leaflets were flexible and appeared intact. Moderate to severe creases were noted on all leaflets. All leaflets appeared partially closed with large gap between the free margins. All commissures appeared intact. The valve was then placed in a cold saline bath to perform loading simulation per instructions for use. Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve; no visual or tactile anomalies were noted. The valve was deployed in a warm saline bath. The deployment knob was rotated to expose the valve. The valve continued to be deployed up to the point of no recapture; no anomalies were observed. The valve was fully deployed; no issues were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 25 mm non-medtronic balloon. A fluoroscopic load check was performed which verified an adequate valve load. The valve deployment was started within the cusp overlap technique at a depth of 2 mm. The view was switched to the left anterior oblique view. The valve was reported to be too high, therefore was recaptured and repositioned. Deployment was started a second time, however infolding was reported. The valve was recaptured and the valve and delivery catheter system (dcs) were withdrawn from the patient. The valve and dcs were exchanged. The replacement valve was implanted without complications. It was reported that per the physician, the patient's severe calcification may have contributed to the infold. No adverse patient effects were reported.